Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >600 mg/dl. Symptoms reported include high blood pressure, headache, and shaky. The patient was treated with IV (intravenous) fluids and insulin. The patient was released the following day. The pod was removed a couple days before going to the hospital as the patient was unable to get her dexcom to connect to the omnipod system, resulting in her running out of pods. It was also noted that patient uses u-500 insulin in her pump, which is considered off-label use.